Event description:
A patient reports while wearing a pod they had received a hazard alarm to remove the pod. Upon removal of the pod the cannula had deployed late.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.